Event description:
Customer reported result of 124 mg/dl obtained on the advantage system; she states she took a nap, but her son was unable to rouse her. Customer was taken to the ER and tested 39 mg/dl on professional device (result was 20 minutes after customer's meter result of 124 mg/dl). Customer did not specify what treatment was administered for low blood glucose symptoms. Customer indicated she removes test strips and stores them in a separate vial (labeling advises to store test strips in their original vial). Requested return of suspect device, and replacement was sent.